Event description:
Patient reported they had gone for a routing cleaning and found two cavities and a wisdom tooth that needs removed. Patient had made byte aware of this before receiving the aligners and was advised not to have the dental work done due to the aligners will not fit correctly. The patient is in extreme pain where the cavities are. Patient's dentist informed them that they are not a candidate for byte and should stop using them immediately. Requested patient to confirm if they have been to the dentist for the dental work and provided a diagnostic findings. Patient provided diagnostic findings confirming dental work is needed. Patient stated again that their dentist has told them that they are not a candidate for byte and they need to stop using the aligners. Requested letter of recommendation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.